Event description:
The international customer reported the ventilator shut down while in use on patient. The customer reported that there was no patient harm. The service engineer confirmed the reported problem. The power management board was replaced to correct the reported problem. Applicable final testing was performed per operating specifications and passed. Loss of power during normal ventilation operation may result in shutdown of device.